Event description:
It was reported to empi that a pt was being treated for achilles tendonitis, using dexamethosone 1.5 ml sodium phosphate and received a small burn. No medical intervention was required.

Manufacturer narrative:
Eval method and results: we are unable to evaluate as no product was returned; the pt disposed of the electrode. A follow-up report will be submitted if more info becomes available.